Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. A 3.50mm x 15mm nc emerge® balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 16 atmospheres; however, during the second inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was replaced with a 3.5mm x 12mm non-bsc balloon catheter and the procedure was completed. No patient complications were reported.